Event description:
It was reported that a spectrum pump displayed multiple downstream occlusion messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the downstream occlusion alarms. The device passed all occlusion testing and was detecting downstream occlusions properly. Sensor readings were within specification. It cannot be said if the downstream occlusion in the history log were actual occlusions or false. The device was returned to service.